Manufacturer narrative:
The lead was subsequently returned for testing and is currently being evaluated in our (B)(4) laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that at this patient's normal follow up visit, device interrogation noted a heart rate in the 30's with wide complex r-wave measurements. The patient's breathing was labored and had been for over for month. Right ventricular (rv) capture was intermittent and r-wave measurements varied from 25mv to 2mv. A revision procedure was performed due to lead dislodgement. Upon lead explant, tissue was observed in the helix mechanism. The patient also mentioned that he thought he had undergone a lead revision procedure not too long after the implant procedure, but was not very clear about it. No adverse patient effects were reported.